Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer on procedures for returning the malfunctioning device. The customer was advised to continue using the pump and report if any similar malfunction occurs again.